Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's ipg was implanted at their ribcage which had never been comfortable. However, following weight loss the ipg site became painful. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced. The new ipg was implanted at a new location addressing the issue.